Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "robotic prostatectomy." Incident description: "surgeon (dr (B)(6)) was completing a robotic prostatectomy. Trocar ctf73 was utilized as the accessory port with instruments mentioned utilized through the accessory port being the laparoscopic scissor & suction/irrigation per conversation with nurse by the name of (B)(6) on (B)(6) 2017 when he gave us an image of the trocar piece that had fallen/broken off into the patient. Surgeon retrieved the broken piece of the trocar seal and removed all visible pieces." Type of intervention: na. Patient status: piece was able to be retrieved. No patient injury.